Manufacturer narrative:
The tandem t:slim pump user guide indicates that the humalog insulin was tested and found to be safe for use in the t:slim pump for up to 48 hours. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. The customer's blood glucose level was impacted. The customer changed the cannula. The customer was unable to perform a system check with tandem technical support as she was driving. The customer indicated that the cartridge and infusion set had been in use for 4 days. The customer stated that the supplies would be changed.